Manufacturer narrative:
"Buzzing".

Event description:
The pt underwent photobiomodulation, sonophoresis, and "impulse microcurrent". She subsequently felt "buzzy". Further info is being requested from the hcp.